Event description:
During the procedure, the delivery catheter was not able to be removed from the non-abbott sheath and had to be cut in half in order to be removed. Initially, while attempting the implant of the sensor, the guidewire positioning was lost while advancing the delivery catheter through the heart. The delivery catheter was then attempted to be retracted through the sheath, however, it was not able to pass through the tip of the sheath. Multiple attempts were made to remove the delivery system, including re-advancing the device and rotating the device forty-five degrees, but the issue remained. The delivery catheter was then cut in half in an attempt to remove the sheath. The sheath was then removed in addition to the delivery catheter. The delivery catheter and sensor were then replaced and the sensor was able to be successfully deployed. A second access site in femoral region was created due to the issues experienced, however, there were no adverse consequences to the patient. The physician is unaware of why the delivery catheter was not able to retract into the tip of the sheath.

Manufacturer narrative:
One catheter assembly cut in two sections, one returned abbott steelcore guidewire, and one 12 fr non-abbott sheath were returned for investigation. Inspection of the length of the catheter identified that a cut was made to the hub, proximal, and distal section of the delivery system. Visual inspection of the hub was found to be normal. The visual inspection of the skiving portion of the catheter assembly was normal with no gross damage to the skives observed. Visual inspection of the sensor identified no exterior damage. The returned sensor was also found to be within specification with a width of 2.00 mm thickness determined by a snap gauge. An attempt was made to retract the distal portion of delivery system into the returned sheath, however, was unsuccessful. Based off the results of the investigation, the reported event of the delivery catheter not being able to be removed from the sheath was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.